Event description:
Via the medication safety society organization website, we were alerted to new errors on the broselow tape 36-23446 rev. 3. Under the calculations basis section. For error #1- please see airway management section - pre-rsi/rsa neuromuscular blockers. The vecuronium units are listed as mg/ml-should be mg/kg. For error #2, please see the toxicology section (800-222-1222). The flumazenil dose listed as 0.1 mg/kg- should be 0.01 mg/kg. I spoke the airlife representative and I was informed they were made aware of the error on 10/30/25. I cannot find any notification informing hospitals or other users of the error. Revision 2 of the broselow tape was recalled due to errors now revision 3 also has errors.